Manufacturer narrative:
The product associated with this report has been discarded and will not be returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter was asked to provide the serial number for this device, however, the physician and patient did not retain this information. Inamed will not receive this product because it has been discarded. Therefore, no analysis or testing will be done. Erosion is a surgical/physiological complication, and analysis of device (if completed) generally does not assist inamed in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion and pain as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." "Events that were considered to be non-serious, and which occurred in less than 1% of the patients, included: esophagitis (inflammation of the esophagus), gastritis (inflammation of the stomach), hiatal hernia (some stomach above the diaphragm), pancreatitis (inflammation of the pancreas), abdominal pain...."

Event description:
Patient reported events of left rib area pain and band erosion.